Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Unable to verify charge/battery anomaly due to blank display noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had fragrance battery lasts less than expected. The customer¿s blood glucose was unknown. The device will be returned for analysis.